Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered inappropriate atrial tachy response (atr) mode switches due to far field over sensing on the right atrial (ra) lead channel. Also, there was a stored pacemaker mediated tachycardia (pmt) that appears atrial driven. Automatic pace threshold test episodes stored in configured collection period were successful. The ICD remains in service. No adverse patient effects were reported.